Event description:
Patient was ambulating in hall; rn noticed a line dragging on the floor. Patients' blood tubing that was infusing platelets had broken away from luer connector that was connected to the patients PICC [peripherally inserted central catheter] line. No harm to patient.